Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing an electric shock from the device. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 05/10/2023: the device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was inspected and the reported phenomenon was not duplicated. Although the customer said he/she got an electric shock when touching the tube and power cord, the usage materials of the tube and power cord were insulators. Scratches were observed on the housing. Therefore, the rear panel, ui panel and upper enclosure needed to be replaced. The device's event log was reviewed by the service center and no error code found. Additionally, the customer cancelled repair and the device was returned unrepaired. UDI related data quality updates only: the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.